Manufacturer narrative:
Evaluation of the returned intraocular lens (iol) found it to have one distorted haptic. There was also presence of ophthalmic viscosurgical device (ovd). The cause of the distorted haptic is unable to determine conclusively, but does not appear to be related to the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported the patient was returned the same day to surgery following implant of her intraocular lens. Post-operatively it was noted the haptic was bent. The lens was removed and replaced without enlarging the incision. No patient injury.

Manufacturer narrative:
(B)(4) - the lens was not received for analysis. Lens met all manufacturing specifications prior to release. The results of our investigation are inconclusive as the device is not available for inspection. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Device not received.